Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review of the transmission, the right atrial lead exhibited multiple auto mode switch episodes which was suspected that it might contribute to lead noise. No intervention or additional information was reported.